Event description:
Ntaneous case was reported by a compensation office and describes the occurrence of pain ("pain"), genital haemorrhage ("bleeding") and fatigue ("fatigability") in a (B)(6)-year-old female patient who had essure inserted for sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion hospitalization) and fatigue (seriousness criterion hospitalization). Essure treatment was ongoing at the time of the report. At the time of the report, the pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pain to be related to essure. The reporter commented: the patient reported work stop from 17-nov-2015 to 22-nov-2015, on 27-jan-2016, from 19-aug-2016 to 02-sep-2016, from 07-mar-2018 to 28-mar-2018, from 06-apr-2018 to 23-apr-2018. The patient was hospitalized twice, from (B)(6) 2014, and from (B)(6) 2017. A medical statement from a physician dated (B)(6) 2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Diagnostic results: examination: did not find any specific lesion . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts (excluding this case): pain: 431 cases were identified. Genital haemorrhage: 1173 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pain ("pain"), genital haemorrhage ("bleeding") and fatigue ("fatigability") in a 43-year-old female patient who had essure inserted for sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion hospitalization) and fatigue (seriousness criterion hospitalization). Essure treatment was ongoing at the time of the report. At the time of the report, the pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pain to be related to essure. The reporter commented: the patient reported work stop from (B)(6) 2015, on (B)(6) 2016, from (B)(6) 2016, from (B)(6) 2018, from (B)(6) 2018. The patient was hospitalized twice, from (B)(6) 2014 ,and from (B)(6) 2017. A medical statement from a physician dated (B)(6) 2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Diagnostic results: examination: did not find any specific lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] pain [pain nos] bleeding [genital bleeding] fatigability [fatigability] chronic tiredness [tiredness] weight gain [weight gain] headache [headache] muscle pain [muscle pain] mineral deficiencies [mineral deficiency] vitamin deficiencies [vitamin deficiency] tinnitus [tinnitus] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] dry cough [dry cough] hypermenorrhea [hypermenorrhea] urinary incontinence [urinary incontinence] tachycardia [tachycardia] poor blood circulation [disorder circulatory system] various digestive disorders [digestion impaired] central nervous system disorders [central nervous system disorder] hair loss [hair loss] vision disorder [visual disturbance] nickel aalergy [nickel allergy] paratubal cyst [paratubal cyst] a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm, [fibroma] leiomyoma [leiomyoma] anemia [anemia] polyfibromatous uterus [submucous leiomyoma of uterus]. Patient seriously ill [illness]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain"), genital haemorrhage ("bleeding") and fatigability ("fatigability") in a 43-year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), fatigability (seriousness criterion hospitalisation), tiredness ("chronic tiredness"), headache ("headache"), myalgia ("muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), cough ("dry cough"), heavy menstrual bleeding ("hypermenorrhea"), urinary incontinence ("urinary incontinence"), tachycardia ("tachycardia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("various digestive disorders"), nervous system disorder ("central nervous system disorders"), alopecia ("hair loss"), visual impairment ("vision disorder"), allergy to metals ("nickel aalergy"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia") and illness ("patient seriously ill") and was found to have weight increased ("weight gain"), fibroma ("a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm,"), leiomyoma ("leiomyoma") and uterine leiomyoma ("polyfibromatous uterus"). The patient was hospitalised from (B)(6) 2013 for an unknown duration. The patient was treated with surgery (hysterectomy by laparoscopy, with bilateral salpingectomy).essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, anaemia, cardiovascular disorder, cough, dizziness, dyspepsia, fatigability, tiredness, feeling drunk, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypovitaminosis, illness, leiomyoma, mineral deficiency, myalgia, nervous system disorder, pain, pelvic pain, tachycardia, tinnitus, urinary incontinence, uterine leiomyoma, visual impairment and weight increased to be related to essure administration. The reporter commented: the patient reported work stop from (B)(6) 2015 to (B)(6) 2015, on (B)(6) 2016, from (B)(6) 2016 to (B)(6) 2016, from (B)(6) 2018 to (B)(6) 2018, from (B)(6) 2018 to (B)(6) 2018. The patient was hospitalized twice, from (B)(6) 2014 to (B)(6) 2014, and from (B)(6) 2017 to (B)(6) 2017. A medical statement from a physician dated (B)(6) 2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Patient seriously ill from 2013 to 2021. Essure removed in 2017 but all the toxic effects (due to nickel) resolved upon the removal of the uterus on (B)(6) 2021 and the intake of iron and vitamins d and b9. Diagnostic results (normal ranges are provided in parenthesis if available): * examination: did not find any specific lesion. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-jan-2025: medical record received. New events pelvic pain, chronic tiredness, headache, muscle pain, mineral and vitamindeficiencies , tinnitus, dizziness, feeling of drunkenness, dry cough, hypermenorrhea, urinary incontinence,tachycardia, poor blood circulation, various digestive disorders, central nervous system disorders, hair loss, visiondisorder, nickel allergy, partubal cyst, fibroma, polyfibromatous uterus, were added. Essure removal date updated. Action taken with drug added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], pain [pain nos], bleeding [genital bleeding], fatigability [fatigability], chronic tiredness [tiredness], weight gain [weight gain], headache [headache], muscle pain [muscle pain], mineral deficiencies [mineral deficiency], vitamin deficiencies [vitamin deficiency], tinnitus [tinnitus], dizziness [dizziness], feeling of drunkenness [drunkenness feeling of], dry cough [dry cough], hypermenorrhea [hypermenorrhea], urinary incontinence [urinary incontinence], tachycardia [tachycardia], poor blood circulation [disorder circulatory system], various digestive disorders [digestion impaired], central nervous system disorders [central nervous system disorder], hair loss [hair loss], vision disorder [visual disturbance], nickel aalergy [nickel allergy], paratubal cyst [paratubal cyst], a fibroma was sampled, with weight of 12g, which contained around forty shavings, measuring 12 to 35 mm, [fibroma], leiomyoma [leiomyoma], anemia [anemia], polyfibromatous uterus [submucous leiomyoma of uterus] and patient seriously ill [illness]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain"), genital haemorrhage ("bleeding") and fatigability ("fatigability") in a 43-year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), fatigability (seriousness criterion hospitalisation), tiredness ("chronic tiredness"), headache ("headache"), myalgia ("muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), cough ("dry cough"), heavy menstrual bleeding ("hypermenorrhea"), urinary incontinence ("urinary incontinence"), tachycardia ("tachycardia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("various digestive disorders"), nervous system disorder ("central nervous system disorders"), alopecia ("hair loss"), visual impairment ("vision disorder"), allergy to metals ("nickel aalergy"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia") and illness ("patient seriously ill") and was found to have weight increased ("weight gain"), fibroma ("a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm,"), leiomyoma ("leiomyoma") and uterine leiomyoma ("polyfibromatous uterus"). The patient was hospitalised from (B)(6) 2013 for an unknown duration. The patient was treated with surgery (hysterectomy by laparoscopy, with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, anaemia, cardiovascular disorder, cough, dizziness, dyspepsia, fatigability, tiredness, feeling drunk, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypovitaminosis, illness, leiomyoma, mineral deficiency, myalgia, nervous system disorder, pain, pelvic pain, tachycardia, tinnitus, urinary incontinence, uterine leiomyoma, visual impairment and weight increased to be related to essure administration. The reporter commented: the patient reported work stop from (B)(6) 2015 to (B)(6) 2015, on (B)(6) 2016, from (B)(6) 2016 to (B)(6) 2016, from (B)(6) 2018 to (B)(6) 2018, from (B)(6) 2018 to (B)(6) 2018. The patient was hospitalized twice, from (B)(6) 2014 to (B)(6) 2014, and from (B)(6) 2017 to (B)(6) 2017. A medical statement from a physician dated 26-mar-2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Patient seriously ill from 2013 to 2021. Essure removed in 2017 but all the toxic effects (due to nickel) resolved upon the removal of the uterus on (B)(6) 2021 and the intake of iron and vitamins d and b9. Diagnostic results (normal ranges are provided in parenthesis if available): * examination: did not find any specific lesion. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] pain [pain nos] bleeding [genital bleeding] fatigability [fatigability] chronic tiredness [tiredness] weight gain [weight gain] headache [headache] muscle pain [muscle pain] mineral deficiencies [mineral deficiency] vitamin deficiencies [vitamin deficiency] tinnitus [tinnitus] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] dry cough [dry cough] hypermenorrhea [hypermenorrhea] urinary incontinence [urinary incontinence] tachycardia [tachycardia] poor blood circulation [disorder circulatory system] various digestive disorders [digestion impaired] central nervous system disorders [central nervous system disorder] hair loss [hair loss] vision disorder [visual disturbance] nickel allergy [nickel allergy] paratubal cyst [paratubal cyst] a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm, [fibroma] leiomyoma [leiomyoma] anemia [anemia] polyfibromatous uterus [submucous leiomyoma of uterus] patient seriously ill [illness]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain"), genital haemorrhage ("bleeding") and fatigability ("fatigability") in a 43-year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), fatigability (seriousness criterion hospitalisation), tiredness ("chronic tiredness"), headache ("headache"), myalgia ("muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), cough ("dry cough"), heavy menstrual bleeding ("hypermenorrhea"), urinary incontinence ("urinary incontinence"), tachycardia ("tachycardia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("various digestive disorders"), nervous system disorder ("central nervous system disorders"), alopecia ("hair loss"), visual impairment ("vision disorder"), allergy to metals ("nickel allergy"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia") and illness ("patient seriously ill") and was found to have weight increased ("weight gain"), fibroma ("a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm,"), leiomyoma ("leiomyoma") and uterine leiomyoma ("polyfibromatous uterus"). The patient was hospitalised from (B)(6)2013 for an unknown duration. Essure was removed on (B)(6)2021. The patient was treated with surgery (hysterectomy by laparoscopy, with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, anaemia, cardiovascular disorder, cough, dizziness, dyspepsia, fatigability, tiredness, feeling drunk, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypovitaminosis, illness, leiomyoma, mineral deficiency, myalgia, nervous system disorder, pain, pelvic pain, tachycardia, tinnitus, urinary incontinence, uterine leiomyoma, visual impairment and weight increased to be related to essure administration. The reporter commented: the patient reported work stop from (B)(6)2015, on (B)(6)2016, from (B)(6)2016, from (B)(6)2018. The patient was hospitalized twice, from (B)(6)2014, and from (B)(6)2017. A medical statement from a physician dated (B)(6)2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Patient seriously ill from 2013 to 2021. Essure removed in 2017 but all the toxic effects (due to nickel) resolved upon the removal of the uterus on (B)(6) 2021 and the intake of iron and vitamins d and b9. Diagnostic results (normal ranges are provided in parenthesis if available): examination: did not find any specific lesion. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] pain [pain nos] bleeding [genital bleeding] fatigability [fatigability] chronic tiredness [tiredness] weight gain [weight gain] headache [headache] muscle pain [muscle pain] mineral deficiencies [mineral deficiency] vitamin deficiencies [vitamin deficiency] tinnitus [tinnitus] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] dry cough [dry cough] hypermenorrhea [hypermenorrhea] urinary incontinence [urinary incontinence] tachycardia [tachycardia] poor blood circulation [disorder circulatory system] various digestive disorders [digestion impaired] central nervous system disorders [central nervous system disorder] hair loss [hair loss] vision disorder [visual disturbance] nickel allergy [nickel allergy] paratubal cyst [paratubal cyst] a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm, [fibroma] leiomyoma [leiomyoma] anemia [anemia] polyfibromatous uterus [submucous leiomyoma of uterus] patient seriously ill [illness] abdominal pain [abdominal pain] arthralgia [arthralgia] intracraneaial aneurysm [intracranial aneurysm] depression [depression] dental cares [dental caries] colitis [colitis] auditory disorder [auditory disorder] blood pressure abnormal [blood pressure abnormal] burnout syndrome [burnout syndrome] iron deficiency [iron deficiency] blood test abnormal [blood test abnormal] asthenia [asthenia] decreased appetite [decreased appetite]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-jul-2018. The most recent information was received on 05-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain"), genital haemorrhage ("bleeding") and fatigability ("fatigability") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), fatigability (seriousness criterion hospitalisation), tiredness ("chronic tiredness"), headache ("headache"), myalgia ("muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), cough ("dry cough"), heavy menstrual bleeding ("hypermenorrhea"), urinary incontinence ("urinary incontinence"), tachycardia ("tachycardia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("various digestive disorders"), nervous system disorder ("central nervous system disorders"), alopecia ("hair loss"), visual impairment ("vision disorder"), allergy to metals ("nickel allergy"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia"), illness ("patient seriously ill"), abdominal pain ("abdominal pain"), arthralgia ("arthralgia"), intracranial aneurysm ("intracraneaial aneurysm"), depression ("depression"), dental caries ("dental cares"), colitis ("colitis"), auditory disorder ("auditory disorder"), burnout syndrome ("burnout syndrome"), iron deficiency ("iron deficiency"), asthenia ("asthenia") and decreased appetite ("decreased appetite") and was found to have weight increased ("weight gain"), fibroma ("a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm,"), leiomyoma ("leiomyoma"), uterine leiomyoma ("polyfibromatous uterus"), blood pressure abnormal ("blood pressure abnormal") and blood test abnormal ("blood test abnormal"). The patient was hospitalised from (B)(6)2013 for an unknown duration. The patient was treated with surgery (hysterectomy by laparoscopy, with bilateral salpingectomy). Essure was removed on (B)(6)2021. At the time of the report, the outcomes for pelvic pain, pain, genital haemorrhage, fatigability, tiredness, weight increased, headache, myalgia, mineral deficiency, hypovitaminosis, tinnitus, dizziness, feeling drunk, cough, heavy menstrual bleeding, urinary incontinence, tachycardia, cardiovascular disorder, dyspepsia, nervous system disorder, alopecia, visual impairment, allergy to metals, adnexa uteri cyst, fibroma, leiomyoma, anaemia, uterine leiomyoma, illness, arthralgia, intracranial aneurysm, depression, dental caries, colitis, auditory disorder, blood pressure abnormal, burnout syndrome, iron deficiency, blood test abnormal, asthenia and decreased appetite were unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, anaemia, arthralgia, asthenia, auditory disorder, blood pressure abnormal, blood test abnormal, burnout syndrome, cardiovascular disorder, colitis, cough, decreased appetite, dental caries, depression, dizziness, dyspepsia, fatigability, tiredness, feeling drunk, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypovitaminosis, illness, intracranial aneurysm, iron deficiency, leiomyoma, mineral deficiency, myalgia, nervous system disorder, pain, pelvic pain, tachycardia, tinnitus, urinary incontinence, uterine leiomyoma, visual impairment and weight increased to be related to essure administration. The reporter commented: the patient reported work stop from (B)(6)2015, on (B)(6)2016, from (B)(6)2016, from (B)(6)2018. The patient was hospitalized twice, from (B)(6) 2014, and from (B)(6)2017. A medical statement from a physician dated (B)(6)2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Patient seriously ill from 2013 to 2021. Essure removed in 2017 but all the toxic effects (due to nickel) resolved upon the removal of the uterus on (B)(6) 2021 and the intake of iron and vitamins d and b9. Diagnostic results (normal ranges are provided in parenthesis if available): examination: did not find any specific lesion. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: upon current follow up information it was noted that argus cases (B)(4) are duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All events (intracranial aneurysm depression, abdominal pain, arthralgia, dental caries, colitis, auditory disorder, blood pressure abnormal, burnout syndrome, iron deficiency, blood test abnormal, asthenia, decreased appetite), reporters source documents, reference & relevant information has been transferred to retention case. (Legacy device number 2951250-2023-02611). (B)(6)2025: heal authority number cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Pain [pain nos]. Bleeding [genital bleeding]. Fatigability [fatigability]. Chronic tiredness [tiredness]. Weight gain [weight gain]. Headache [headache]. Muscle pain [muscle pain]. Mineral deficiencies [mineral deficiency]. Vitamin deficiencies [vitamin deficiency]. Tinnitus [tinnitus]. Dizziness [dizziness]. Feeling of drunkenness [drunkenness feeling of]. Dry cough [dry cough]. Hypermenorrhea [hypermenorrhea]. Urinary incontinence [urinary incontinence]. Tachycardia [tachycardia]. Poor blood circulation [disorder circulatory system]. Various digestive disorders [digestion impaired]. Central nervous system disorders [central nervous system disorder]. Hair loss [hair loss]. Vision disorder [visual disturbance]. Nickel aalergy [nickel allergy]. Paratubal cyst [paratubal cyst]. A fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm, [fibroma]. Leiomyoma [leiomyoma]. Anemia [anemia]. Polyfibromatous uterus [submucous leiomyoma of uterus]. Patient seriously ill [illness]. Abdominal pain [abdominal pain]. Arthralgia [arthralgia]. Intracraneaial aneurysm [intracranial aneurysm]. Depression [depression]. Dental cares [dental caries]. Colitis [colitis]. Auditory disorder [auditory disorder]. Blood pressure abnormal [blood pressure abnormal]. Burnout syndrome [burnout syndrome]. Iron deficiency [iron deficiency]. Blood test abnormal [blood test abnormal]. Asthenia [asthenia]. Decreased apetite [decreased appetite]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-jul-2018. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain"), genital haemorrhage ("bleeding") and fatigability ("fatigability") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pain (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), fatigability (seriousness criterion hospitalisation), tiredness ("chronic tiredness"), headache ("headache"), myalgia ("muscle pain"), mineral deficiency ("mineral deficiencies"), hypovitaminosis ("vitamin deficiencies"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), cough ("dry cough"), heavy menstrual bleeding ("hypermenorrhea"), urinary incontinence ("urinary incontinence"), tachycardia ("tachycardia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("various digestive disorders"), nervous system disorder ("central nervous system disorders"), alopecia ("hair loss"), visual impairment ("vision disorder"), allergy to metals ("nickel aalergy"), adnexa uteri cyst ("paratubal cyst"), anaemia ("anemia"), illness ("patient seriously ill"), abdominal pain ("abdominal pain"), arthralgia ("arthralgia"), intracranial aneurysm ("intracraneaial aneurysm"), depression ("depression"), dental caries ("dental cares"), colitis ("colitis"), auditory disorder ("auditory disorder"), burnout syndrome ("burnout syndrome"), iron deficiency ("iron deficiency"), asthenia ("asthenia") and decreased appetite ("decreased apetite") and was found to have weight increased ("weight gain"), fibroma ("a fibroma was sampled, with weight of 12g, which contained around forty shavings measuring 12 to 35 mm,"), leiomyoma ("leiomyoma"), uterine leiomyoma ("polyfibromatous uterus"), blood pressure abnormal ("blood pressure abnormal") and blood test abnormal ("blood test abnormal"). The patient was hospitalised from (B)(6) 2013 for an unknown duration. The patient was treated with surgery (hysterectomy by laparoscopy, with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, pain, genital haemorrhage, fatigability, tiredness, weight increased, headache, myalgia, mineral deficiency, hypovitaminosis, tinnitus, dizziness, feeling drunk, cough, heavy menstrual bleeding, urinary incontinence, tachycardia, cardiovascular disorder, dyspepsia, nervous system disorder, alopecia, visual impairment, allergy to metals, adnexa uteri cyst, fibroma, leiomyoma, anaemia, uterine leiomyoma, illness, arthralgia, intracranial aneurysm, depression, dental caries, colitis, auditory disorder, blood pressure abnormal, burnout syndrome, iron deficiency, blood test abnormal, asthenia and decreased appetite were unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, anaemia, arthralgia, asthenia, auditory disorder, blood pressure abnormal, blood test abnormal, burnout syndrome, cardiovascular disorder, colitis, cough, decreased appetite, dental caries, depression, dizziness, dyspepsia, fatigability, tiredness, feeling drunk, fibroma, genital haemorrhage, headache, heavy menstrual bleeding, hypovitaminosis, illness, intracranial aneurysm, iron deficiency, leiomyoma, mineral deficiency, myalgia, nervous system disorder, pain, pelvic pain, tachycardia, tinnitus, urinary incontinence, uterine leiomyoma, visual impairment and weight increased to be related to essure administration. The reporter commented: the patient reported work stop from (B)(6) 2015, on (B)(6) 2016, from (B)(6) 2018. The patient was hospitalized twice, from (B)(6) 2014, and from (B)(6) 2017. A medical statement from a physician dated (B)(6) 2018: patient complained about nothing but needed psychotherapy support sessions every 15 days. The examination did not find any specific lesion. Patient seriously ill from 2013 to 2021. Essure removed in 2017 but all the toxic effects (due to nickel) resolved upon the removal of the uterus on (B)(6) 2021 and the intake of iron and vitamins d and b9. Diagnostic results (normal ranges are provided in parenthesis if available): * examination: did not find any specific lesion. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed 427 cases. Genital haemorrhage: the analysis in the global safety database revealed 1,286 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.